Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a audio anomaly. Customer stated the volume sounds remained same even when she was set it to maximum. Insulin pump rejected new batteries and had random no delivery alarms. Insulin pump forcing customer to rewind and changed infusion set rarely. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.